Manufacturer narrative:
On 22-feb-2023, mentor received additional information about the event. The patient underwent unilateral explantation of the left breast prosthesis and replacement with a mentor memorygel xtra breast implant 470cc gel breast prosthesis on (B)(6) 2022. Reason for device explant and/or reoperation: possible capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 470cc gel breast prosthesis possibly developed capsular contracture (baker grade unknown) in her left breast post implantation. Possible capsular contracture was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).